Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's mother reported her son's insulin pump to have a motor error alarm. Customer states trying to troubleshoot on own, but device will not let her rewind. The patient's blood glucose is unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The device is being returned for analysis and replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor homes witch. Unable to perform displacement test due to constant motor error alarm also, unable to verify no delivery alarm due to motor error alarm at rewind. The insulin pump was received with minor scratched the display window, cracked battery tube threads, broken reservoir tube lip and missing the reservoir tube o ring.